Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was displaying inaccurately high readings compared to a back up meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported 5 minutes prior to the start of the alleged issue she had symptoms of having a "feeling in stomach that she was low and felt hungry". The patient reported trying to test on the subject meter on (B)(6) 2013 at 10:15 am, and obtained readings of "162 and 168 mg/dl" on the lfs meter. The patient on (B)(6) 2013 at 10:15 am she obtained readings of "50 and 53 mg/dl" on a back up one touch ultramini meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of (B)(4). The patient reported using insulin pump therapy to manage her diabetes. The patient reported taking her usual dose of medication including 2.65 units of insulin. The patient reported testing again on the ot ping meter and obtained a reading of "55 mg/dl". The patient reported on (B)(6) 2013 at 10:20 am she had some apple juice in response to the low readings. At the time of troubleshooting, the cca noted the meter was in the correct unit of measurement at the time of testing. The patient's test strips were correct and the patient was using an approved sample site to obtain the samples. The patient's test strips and test strips vial were in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient's symptoms do not meet lfs's criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However this complaint is being reported because the patient performed a meter vs another meter comparison where the calculated difference of the results meets lfs's criteria for accuracy testing.

Manufacturer narrative:
Follow-up (4/3/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.